Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient experienced a skin infection with the artificial urinary sphincter (aus). The entire aus was removed and replaced with a new aus on a later date. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Actual event date is unknown.

Event description:
It was reported that the patient experienced a skin infection with the artificial urinary sphincter (aus). The entire aus was removed and replaced with a new aus on a later date. Additional details reported indicated that the skin infection was unrelated to the aus. Should additional relevant details become available, a supplemental report will be submitted.